Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation as it has been discarded; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
The customer reported that there was an issue with pull tab. Additional information received from the customer stated that when the nurses are done with the collection, they pull the tabs to secure the needle and if they push on the butterfly it allows the needle to release from the piece of metal that is supposed to hold it. The nurse has noticed that the safety on this butterfly is failing. The customer further stated that it appears to be the piece of metal that is supposed to hold the needle after use is not properly bent to contain the needle. There was no patient harm reported.